Event description:
It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector(s) slide clamp(s) spin male luer lock experienced blocked. The following information was provided by the initial reporter: difficulty flushing.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device brand name: bd smartsite¿ extension set, 1 smartsite¿ needle-free connector(s) slide clamp(s) spin male luer lock.

Manufacturer narrative:
The following fields were updated due to additional information: d.9 device available for eval: yes. D.9 returned to manufacturer on: 18-may-2022. H.6 investigation summary: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that they experienced difficulty flushing could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 20059e lot number 22019269 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.

Event description:
It was reported that the bd smartsite¿ extension set, 1 smartsite¿ needle-free connector(s) slide clamp(s) spin male luer lock experienced blocked. The following information was provided by the initial reporter: difficulty flushing.